Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
FDA orthopaedic device exemption determination request checklist received from dr. (B)(6) states that his patient has experienced a second episode of femoral loosening in her hinge knee, which allows her to rotate her knee 180 degrees. He was inquiring about the possibility of having a custom fluted stem created for use in this patient to prevent rotation. Update rec'd 8/7/2014- der received. Patient was revised to address femoral stem loosening. The MDR decision for the stem has been reversed. Additional products have been updated. Update received 10/20/2014. Clinical report states extensor mechanism disruption and femoral loosening. The patient has a natural patella.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.